Manufacturer narrative:
Investigation of this event is in progress. Once the investigation is complete, a supplemental report will be submitted.

Event description:
During routine follow-up, a patient implanted with an evoke spinal cord stimulation (scs) system reported a loss of therapy after a respiratory illness. An x-ray revealed the cervical lead migrated. During the lead revision procedure, the leads and anchors were replaced, and therapy was restored.

Manufacturer narrative:
The leads remain implanted and are not available for analysis. Two anchors were returned for analysis and both passed functional testing without noted issue. The patient's coverage was reported to change after the respiratory illness which could have contributed to the event. The risks associated with the implantation and use of a spinal cord stimulation system include lead migration from the location chosen at initial implantation, resulting in stimulation changes and requiring surgery (including revision, explant, and replacement) as a result, as listed in evoke scs system surgical guide. The manufacturing records were reviewed. Product met all requirements for release with no anomalies identified.